Manufacturer narrative:
Medtronic received the following information from the journal article entitled; long-term outcomes comparing endovascular and open abdominal aortic aneurysm repair in octogenarians. Journal of vascular surgery, vol 71 issue 4 https://doi.org/10.1016/j.jvs.2019.06.207 oonagh scallan, teresa novick, adam h. Power, guy derose, audra duncan and luc dubois h.6 continued: c3390, c34738,c4376 and c9445. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant, talent and non-mdt stent grafts in were implanted in patients for endovascular aortic repair. The following events were reported: serious injury: renal failure stroke pneumonia re-intervention limb ischemia/ thrombosis anastomatic aneurysm explant ischemic colitis ruptured aneurysm abdominal compartment syndrome death-patient deaths were also reported, however there is no causal link that the endurant device may have caused or contributed to the deaths.